Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. At the moment of opening the catheter, the nurse noticed that its packaging was already partially opened. According to the customer, it was a hole on the packaging. The picture investigation was completed on 08-apr-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to pictures provided by the customer, a hole was observed on the package of the pouch of the device. Due to this condition, a manufacturing investigation was performed. The manufacturing investigation determined that the perforated pouch found on the photo provided for this complaint is not manufacturing related. The devices on the lot were manufactured in compliance with johnson & johnson medtech (j&j medtech) procedures. Additionally, inspector's of final product shall perform a 200% inspection to the packaged devices. Likewise, procedures requires an aql sampling inspection where the quality assurance inspector must visually verify that the package is free of pouch damage or contamination, and the sample inspection was complied. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and observed the packaging (internal pouch) was partially opened (hole). The device evaluation was completed on 22-jan-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed that the device was returned in its pouch and the pouch had a hole. A picture sent by the customer shows the pouch had a hole. The original packaging of the device was returned and the same condition was confirmed during the visual inspection; however, a manufacturing investigation was already performed, the manufacturing investigation determined that the perforated pouch condition is not manufacturing related. The devices on the lot were manufactured in compliance with johnson & johnson medtech (j&j medtech) procedures. Additionally, inspector of final product¿s (ipf) shall perform a 200% inspection to the packaged devices. Likewise, procedures require an aql sampling inspection where the quality assurance inspector must visually verify that the package is free of pouch damage or contamination and the sample inspection was complied. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The packaging issue reported by the customer was confirmed. The potential cause of this issue could not be established conclusively. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and observed the packaging (internal pouch) was partially opened (hole). At the moment of opening the catheter, the nurse noticed that its packaging was already partially opened. According to the customer, it was a hole on the packaging. They changed the catheter, no issues for the patient. The procedure was not delayed due to the reported event. The procedure was successfully completed. Additional information was received. The outer box did not have any defects. It was the packaging (internal pouch) in direct contact with the catheter that was damaged. The opening is small. It seems to be due to friction with the plastic. The device was secured properly in the tray. There was no damage to the device due to the packaging being damaged; however, the catheter was no longer in sterile conditions.